Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with difficulty in dissection of femto flap during flap creation procedure. There are multiple related reports for this facility. This report addresses unknown patient's unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Treatment date, treatment report, logfiles and video have been requested but not provided. Without additional information , an proper investigation is not possible. The root cause could not be determined conclusively without further information. The manufacturer internal reference number is: (B)(4).